Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead 2013 (B)(6); 5076 implantable pacing lead 2013 (B)(6). (B)(4).

Event description:
It was reported that the left ventricular lead had lost capture one day post implant. A chest x-ray confirmed that the lead had slightly retracted in the coronary sinus. The lead was programmed off and remains in the patient. It was noted the patient is enrolled in the system longevity study. No patient complications have been reported as a result of this event.

Event description:
Additional information was received that reported the lead was reactivated and reprogramed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead had lost capture one day post implant. A chest x-ray confirmed that the lead had slightly retracted in the coronary sinus and had dislodged. The lead was programmed off and remains in the patient. It was noted the patient is enrolled in the system longevity study. No patient complications have been reported as a result of this event. Additional information received indicated that the lv lead had exhibited high thresholds.